Event description:
Despite attempts to obtain the resolution for this lead, none could be obtained. Available information indicates this lead remains implanted and in service.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during the post implant follow up, it was noted this atrial lead was not capturing or sensing appropriately. It was thought this lead was dislodged. A revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.